Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The event history log contained a high density of "downstream occlusion" (dso) and "upstream occlusion" (uso) reports, which point to faulty dso and uso sensors. Functional testing was not able to duplicate the issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined the most probable cause of the issue was the faulty dso and uso sensors. The dso and uso sensors were replaced.

Event description:
It was reported that the pump was returned for repair. There was unknown patient involvement. No adverse event/patient harm reported.